Manufacturer narrative:
Investigation is underway. Additional information will be submitted in a supplemental report when investigation is complete.

Event description:
It was reported that "this patient originally had a reflex hybrid plate put in 2007. Later they had a posterior cervical fusion (which did fuse), the patient was still having pain that they thought to be associated with the plate. In 2009, dr was doing an explant of the 2 level reflex hybrid plate. Three of the screws came out fine and 3 would not "unlock" from the locking ring. After an hour of trying to break the locking rin, and trying to get the screws to dislodge the plate with three screws still in it had to be pulled out of the patient. I have the plate with the three screws still in it as well as the three screws that the doctor was able to get out of the locking ring".